Event description:
At the initial burst of greenlight laser use during surgical case the fiber burned at the distal end connecting to the machine and burned a small portion of the sterile drape, but was extinguished immediately by surgeon. This drape hung down from the sterile field and was not in contact with the pt or staff. No harm was done to pt or staff. The fire was contained quickly as sterile water was available, but not needed. All fire and safety protocols were followed pre-op, intra-op during this incident. It appeared the fiber malfunctioned, splitting apart. No change in protocol could have changed this incident from occurring to my...